Event description:
While using the cardinal health laceration tray combat application tourniquet (cat) ht06-8400, the forceps holder would not hold a needle securely. The forcep holders would open up when attempting to suture a laceration in the emergency department. The physician states another day he was unable to get forcep holders to open.